Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015, to report a sensor pod that fell off the patient's skin before 7 days. The sensor was inserted at the abdomen on (B)(6) 2015. Additionally, at the time of contact, patient's mother reported that the patient was prescribed lidocaine for painful insertion on (B)(6) 2015. No additional event or patient information is available. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration).